Manufacturer narrative:
(B)(4). Device evaluated by MFR. The product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality and met specifications; and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05337 and MDR ID# 2134265-2013-05338. It was reported that during an unspecified procedure, motor drive unit unable to performed automatic pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit failed to performed automatic pullback. No patient complications were reported and the patient's status is stable.